Event description:
It was reported the weld on the powered wheelchair walking arm assembly has broken, creating a 2-3 mm gap. As a result of the gap, the alignment of the caster and motor/gearbox is altered in relation to the suspension